Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mechanical thrombectomy, the 105-5081-153 rebar ir microcatheter experienced several device-related issues. The catheter's distal segment became floppy after the first pass, and a small fragment separated from the distal catheter tip. The catheter was crushed at the distal location. The catheter was prepared and flushed as indicated in the instructions for use. No patient symptoms or complications were associated with this event. The patient outcome was reported as alive with no injury.